Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising on the ventricular capture management trend. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for dyspnea, bradicardia and asthenia. Interrogation of the leadless implantable pulse generator (ipg) found defects of ventricular capture. The ipg was reprogrammed and later replaced with a transvenous system. The leadless implantable pulse generator (ipg) was left in place and programmed to provide back-up pacing. No further patient complications have been reported as a result of this event.